Event description:
The customer reported that during testing an 840 ventilator did not give an audible alarm. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to try the mother printed circuit board and the alarm harness. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).